Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged ECG port. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (component codes). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to verify the damaged ECG port. The fse replaced the front end pcb. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit was found to be working to manufacturer's specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged ECG port. There was no patient involvement.